Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead was re programmed but the stimulation persisted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.